Manufacturer narrative:
The reported event was addressed by ge healthcare technical support by troubleshooting with the customer biomedical engineer. No further resolution information available.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine had an inaccurate delivery malfunction resulting in a >20% over delivery of tidal volume. This report was from a single source. This event did not involve a patient.